Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia. Symptoms included tiredness, headache, vomiting, and weakness. The event occurred one day after insertion. The insertion site was abdomen. The infusion set had been in use for less than twenty-four hours. The patient's blood glucose level was above 500 mg/dl at the time of the event, and the ketone level was 0.4 mmol/l. Treatment was provided using insulin pens. The hospitalization lasted less than twenty-four hours. No further information available.